Manufacturer narrative:
H6: medical device problem code 2017 ¿ failure to follow steps/instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose proglide devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via an 8f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, three proglide devices were successfully flushed prior to use. Once in the vessel, there was no bleedback from the marker lumens; the footplate levers would not open. Two new proglide devices successfully preplaced sutures. The sheath was upsized, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported marker lumen obstruction of flow could not be confirmed as the returned device was successfully flushed. The reported difficulty with the lever was not confirmed as the lever was opened and the foot was deployed then the lever was closed and the foot retracted with no difficulties or anomalies noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, there was no bleed back from the marker lumens. It should be noted that the electronic proglide instructions for use (eifu), states: verify marker lumen patency by flushing with saline until the saline exits the marker port. Do not use the perclose proglide smc device if the marker lumen is not patent. The reported marker lumen obstruction appears to be related to under insertion of the device, the marker port not being in the arterial lumen, improper insertion angle. The reported difficulty with the lever appear to be related to the circumstances of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.